Manufacturer narrative:
The complaint is confirmed as user related for the reported issue. No sample was returned for evaluation and no pictures were provided to complete the investigation; however, the complaint is being confirmed based on the reported event. The customer confirmed that the doctor connected the syringe to the inflation port in order to pull out the water. 120ml was removed from the cuff. The directions state that only 45 ml of water should be placed in the cuff. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: preparation of patient. Place the underpad beneath the patient, plastic side down. The preferred patient position for catheter insertion is the left lateral knee-chest position, although the patient¿s clinical situation may dictate the use of an alternate position. The goal of patient positioning is to maximize sphincter relaxation to ease catheter insertion. Perform a digital rectal exam to evaluate for fecal impaction. If a fecal impaction is present, disimpaction procedure and device insertion should occur at the discretion of a qualified healthcare professional. Insertion of device. Unfold the length of the catheter to lay flat on the bed, extending the collection bag towards the foot of the bed. Attach the 60 ml syringe filled with 45 ml of water to the inflation port but do not inflate. Insert the inflation cuff using a four-step process: squeeze the inflation cuff to ensure all air has been removed and hold the cuff flat in order to fold for insertion. Holding the left point of the cuff between the thumb and index finger, fold the top right point of the cuff down and to the left in a 45 degree angle, in order to create a conical shape with a leading edge for easy insertion. Generously coat the cuff end of the catheter with lubricating jelly. Gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault. Folding the retention cuff. Holding the left point of the cuff between the thumb and index finger, fold the top right point of the cuff down and to the left in a 45 degree angle, in order to create a conical shape with a leading edge for easy insertion. Inserting the device. Grasp the catheter and gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault. Infl ate the cuff with 45ml of tap water by slowly depressing the syringe plunger. The inflation port has an external pilot balloon used as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation. If the pilot balloon indicates over or under inflation, use the syringe to withdraw the fluid from the cuff, reposition the cuff in the rectal vault and reinflate. Ensure the infl ation port remains parallel to the catheter in order to prevent kinking of the infl ation lumen and blockage of injected fluid. Cuff infl ation. Inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The infl ation port has an external pilot balloon used as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation. Remove the syringe from the inflation port and gently pull on the silicone catheter to check that the cuff is securely in the rectum and that it is positioned against the rectal floor. Position the length of the flexible silicone catheter along the patient¿s leg, avoiding kinks and obstruction. Take note of the position indicator line relative to the patient¿s anus. Observe changes in the location of the position indicator band as a means to determine movement of the retention cuff in the patient¿s rectum. This may indicate the need for the device to be re-positioned at the cuff. Hang the bag by the hanger at a convenient location on the bedside (preferably below the level of the patient¿s rectum)." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was discarded.

Event description:
It was reported that on (B)(6) 2016, no fecal emissions were present in the tube. The patient allegedly complained of abdominal pain. An abdominal x-ray was performed, and it was confirmed that a fecal clump was in the intestinal tract. The doctor connected a syringe to the inflation port in order to pull out the water, and 120ml of water was removed from the cuff. It was confirmed that the tube was working correctly and the cuff was overfilled. The tube was removed after the water was removed from the cuff.